Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was successfully extracted using approved software. The sensor was found to be in sensor state 3 (paired state). A cracked sensor neck was observed upon visual inspection of the plug assembly. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed, and the results were within specification. Poise voltage was within specification, indicating the sensor was providing accurate glucose readings. The passing of the sim vivo test during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "sensor error" error message and was unable to obtain glucose readings. The customer did not experience any symptoms however received third party treatment from a non-healthcare professional (hcp) of insulin injection (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event